Manufacturer narrative:
Product analysis: as found condition (condition of returned device): the solitaire fr revascularization device was returned for analysis within a shipping box and within a resealable biohazard-pouch. The phenom catheter used during the event was not returned for analysis. Visual inspection/damage location details: the model and lot numbers were not provided for the phenom catheter. Therefore; compatibility could not be assessed. The solitaire fr revascularization device was returned without its introducer sheath. The pushwire was found to be broken at ~190.6cm from proximal end. No bends or kinks were found with the marker coil. The outer shrink tubing was removed. No corrosion was found on the broken end of the pushwire. Testing/analysis (including sem reports): the solitaire fr stent was sent out for sem (scanning electron microscopy) analysis for failure analysis of the broken pushwire. Per the sem analysis report, the wire fractured at the bending/kink area. Multiple secondary cracks are visible beneath the main crack. The fracture surface exhibits dimple features predominantly, indicating overload type failure. Striations are visible in a small surface area. No other anomalies were observed. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿kink/damaged¿ was confirmed as the pushwire was found broken. The investigation determined that this event was similar to an event that had already been investigated, and another investigation is not necessary. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the stent was ruptured. The patient was being treated for ischemic cerebral infarction in the posterior circulation location. Tici (pre-operative) 0, tici (postoperative) patient not treated with a tpa. Vessel tortuosity was moderate. Ba parent vessel with 3-4mm diameter. Posterior circulation ais case. Mechanical thrombus collection was performed because it could not be revascularized after UK intrarterial injection. Complete revascularization was achieved with 1 pass. The device was prepared according to the instructions in the package insert. The applicable product was taken out from the patient's body and it was found out being ruptured when it was removed from the tip of phenom21. The rupture portion was slightly distal close to the stent. However, resistance was not felt either during insertion or removal. Delivery catheter damage/disconnection. Distal side of the device was damaged. Fragmented parts remains in body. Fragmented parts removed together with phenom21 catheter. The stent was removed from patient's body. Ancillary devices: microcatheter: fg13160-0615-1s, lot 222147605.

Manufacturer narrative:
Product analysis: as found condition (condition of returned device): the solitaire fr revascularization device was returned for analysis within a shipping box and within a resealable biohazard-pouch. The phenom catheter used during the event was not returned for analysis. Visual inspection/damage location details: the model and lot numbers were not provided for the phenom catheter; therefore, compatibility could not be assessed. The solitaire fr revascularization device was returned without its introducer sheath. The pushwire was found to be broken at ~190.6cm from proximal end. No bends or kinks were found with the marker coil. The outer shrink tubing was removed. No corrosion was found on the broken end of the pushwire.visual inspection of the detachment zone revealed no electrical etching. The detachment zone was found to be visually in good condition. The stent was found to be still attached to the pushwire. The stent non-working (tear drop) length struts were found to be in good condition. The working length struts were in good condition. The finger markers were found to be in good condition. Testing/analysis (including sem reports): the solitaire fr stent was sent out for sem (scanning electron microscopy) analysis for failure analysis of the broken pushwire. Per the sem analysis report, the wire fractured at the bending/kink area. Multiple secondary cracks are visible beneath the main crack. The fracture surface exhibits dimple features predominantly, indicating overload type failure. Striations are visible in a small surface area. No other anomalies were observed. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿kink/damaged¿ was confirmed as the pushwire was found broken. The investigation determined that this event was similar to an event that had already been investigated, and another investigation is not necessary. "Product labeling was reviewed and provides several contraindications, complications, warnings, and instructions for the use and handling of the device in order to prevent damage and separation. Based on the formal investigation conducted, device separation can occur due to anatomical considerations such as level of tortuosity or variants of anatomy at the aortic arch or neurovasculature, delivery and retrieval friction, resistance where the forces applied to the binding of the solitaire device may be greater, higher number of device passes, guide catheter technique, guide / balloon catheters or intermediate catheter integrity issues such as kinking within the shaft, presence of a pre-existing extra/intracranial stenosis or calcified plaque, presence of hard clots / thrombus entanglement with overbending during the retraction process, alignment of the microcatheter with the proximal end of the solitaire device, removal of the microcatheter prior to retrieval of the solitaire device with or without clot." Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.